Event description:
It was reported to philips that the system did not boot up, it was stuck at 00:00. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer inspected the system onsite and confirmed the reported malfunction. After reviewing log file, it is found that grabber card errors. Upon troubleshooting, fse found that showed frame grabber cards were bad. The frame grabber captures the video from the system. To resolve the problem fse replaced the old flex vision pc with a new one, moved the hard drive, and successfully ran diagnostics and return the part for further analysis, and it found that the dimms failed, due to old dimms. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. To resolve the problem philips has initiated a medical device correction (z-1144-2024). After replacing the flex vision pc and implanting the corrective action, the system was returned to use in good working order. The codes were updated based on the investigation outcome.